Event description:
It was reported that a patient developed pain, stiffness, and limited range of motion and underwent a manipulation under anesthesia approximately two months post implantation due to arthrofibrosis. There is no additional information available.

Manufacturer narrative:
(B)(4). D10- medical product: articular surface (mc) left 18 mm height, item #: 42512100418 lot #: 65484954. All poly patella cemented 32 mm diameter, item #: 42540000032 lot #: 65927743. Tibia cemented 5 degree stemmed left size d, item #: 42532006701, lot #: 65850492. Palacos cement, item #: 5081287, lot #: 9011100566. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises, or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.